Event description:
Customer reported that the insulin pump returned a no delivery alarm several weeks prior to the call. Customer reported that the insulin pump delivered a bolus eight hours after it was requested. Customer also reported having bent cannulas. Blood glucose level was 175 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)